Manufacturer narrative:
(Continue event description): no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. Other company¿s devices were used during this study: basket catheter (boston scientific), steerable sheath (agilis, st. Jude medical), ensite navix, st. Jude medical, 20-polar catheter (internova, chiba), 10-polar coronary sinus (st. Jude medical), 8-fr sheaths (swartz), 10-polar circular mapping catheters (libero, japan life line), cool path (st. Jude medical). (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that four patients underwent ablation for paroxysmal atrial fibrillation (af) and suffered esophagus erosion (esophagus temperature: 40 °c¿ 41 °c, n = 3; 39 °c¿40 °c, n = 1). All patients received follow-up endoscopic study and recovered within 2 weeks. The patients first underwent radiofrequency hot balloon-based box isolation (rhb-bbi) ablation for paroxysmal af, and then they underwent radiofrequency irrigation ablation for recurrent atrial tachyarrhythmias. It is unknown that these events were the complications after rhb-bbi ablation or irrigation ablation. Bwi takes conservative approach to report these events under navistar thermocool irrigation ablation catheter. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: " long-term results of radiofrequency hot balloon ablation in patients with paroxysmal atrial fibrillation: safety and rhythm outcomes." The purpose of this study was to assess (1) rhythm outcomes during more than 5 years, along with (2) predictors of atrial tachy-arrhythmia recurrences, and also (3) long-term procedure safety and event outcomes following rhb-based box-isolation (rhb-bbi) ablation in patients with paroxysmal atrial fibrillation. The study was conducted from (B)(6) 2006 to (B)(6) 2009. Suspect device is navistar thermocool ablation catheter, however catalog and lot number are unknown. The awareness date for this complaint is 11/05/2015 because the article was reviewed on 11/05/2015. (Continue in h10).